Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.   (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x38mm promus premier¿ drug-eluting stent, when the device was removed from the hoop and protector, it was noted that one of the stent strut was bent. No patient complications were reported.